Manufacturer narrative:
The subject device was returned to an olympus repair facility and an evaluation of the device was performed. Upon inspection and testing of the unit, a flow reduction was observed due to the clogging of the air/water nozzle with foreign material. Additionally, the instrument/biopsy channel was kinked and leaking, and had scrape marks. A minor shadow was observed in the lower right of the image. The insertion tube had deep scratches, catching cotton. Service found that the distal end plastic cover, adhesive on the objective lens, adhesive on the light guide lens, nozzle, bending cover (a-rubber), a-rubber adhesive, and scope connector, were non-olympus parts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that water was spraying out of the insufflation button of the evis exera iii colonovideoscope. The issue was found during reprocessing. There were no reports of patient or user harm. The subject device was received at an olympus service center for evaluation. During inspection and testing, service found the air/water nozzle was blocked with foreign debris. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. Foreign material may have remained due to one of the following; reprocessing steps were not fully performed at the user facility due to the leak found during reprocessing, or reprocessing could not be properly performed because the air/water nozzle was a non-olympus part. It was also noted there was no damage to the area where the foreign material was detected. The event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual pcf-hq190l/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual pcf-hq190l/I reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Instruction manual pcf-hq190l/I operation manual "important information ¿ please read before use_ prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Instruction manual pcf-hq190l/I reprocessing manual "chapter 1 general policy_ 1.4 precautions: the instructions provided in this manual are not valid for olympus devices repaired by a non-olympus facility. The olympus recommended reprocessing procedures have not been validated for reprocessing devices repaired by a non-olympus facility. In the event that your device has been repaired by a non-olympus facility, contact the repair facility for instructions regarding reprocessing." Olympus will continue to monitor field performance for this device.